Event description:
It was reported that balloon rupture occurred. The target lesion was in an arteriovenous fistula. A 6.0 x 60, 40cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications were reported and the patient's status was stable.